Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported all ICU patients with spo2 sensors had developed pressure marks/wounds from the spo2 sensor. The sensors had to be moved to another finger hourly. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
The issue has been reviewed and it has been determined that the reported event is not reportable. The masimo spo2 sensor is not a philips product but is sold and distributed via philips sales channel. The reported issue was already escalated to masimo. A good faith effort attempt was conducted and additional information was reviewed. This information indicated there was no intervention required to treat the pressure marks and the patients were since discharged with no additional follow up. These sensors were only used on the finger and were not secured with anything additional, were not disposable sensors used more than once, and the sensors were not altered in any way. Sensors are repositioned once per hour and all patients had poor peripheral circulation. In addition, this issue was noted when the customer switched to masimo sensors. Pictures of the pressure marks/wounds were reviewed, revealing redness with some small blistered areas with no interruption in the skin integrity noted. Based on this information and the pictures provided, the described pressure marks/wounds are not serious in nature and this event does not meet criteria for serious injury at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The reported harm is minor in nature specifically, it was not life-threatening, did not result in permanent impairment, and did not require intervention to preclude permanent impairment/damage. Given that the harm is minor in nature, the complaint is deemed not reportable.